Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr) is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported single leaflet device attachment (slda) and recurrent mr could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 mixed mitral regurgitation (mr). One clip was implanted, reducing mr to grade 2. On an unspecified date, the following days after the procedure; echocardiogram was performed. Mr had increased to 3-4. The clip was still attached to the leaflets but three months later (date unknown), another echocardiogram revealed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2020, a second procedure was attempted. No additional information was provided.